Event description:
Customer reported that the insulin pump shut off for no reason. It was brief and it only occurred once. Customer stated he was taking a shower when event occured and the device was in the bathroom. Customer stated the device did not have any physical damage. The device was not dropped, bumped, or exposed to moisture. Battery compartments, battery contacts, and springs were not missing, damaged or corroded. Customer refused troubleshooting the issue and stated he just assumed it was a fluke and the device was not attached to him. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).